Event description:
(B)(6) pt sprayed carra klenz dermal wound cleanser in throat, thinking it was chloraseptic spray. Product comes in a spray bottle. Unk why wound cleanser was at bedside. No adverse effects specified on report. (B)(4). Outcome: no adverse effects specified on report. The error occurred in the hospital emergency department. Ismp, (B)(4).